Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to rupture. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported fluid in the right breast due to a rupture from the implant. Later enquirer started to develop complaints in her right breast. Enquirer had both implants removed. Complaints on the right hand side: tight and stiff breast. Reported event of rheumatic complaints in her fingers is not device related. Device has been explanted.